Manufacturer narrative:
Journal article: palussie`re, jean et al, ¿retrospective review of thoracic neural damage during lung ablation ¿ what the interventional radiologist needs to know about neural thoracic anatomy¿, cardiovasc intervent radiol (2013) 36:1602¿1613, doi 10.1007/s00270-013-0597-z. Device evaluated by MFR: the device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that radiofrequency ablation (rfa) was performed with a leveen electrode. A patient, with a complication in the lower trunk of the brachial plexus had a lesion in the superior lobe (apical) and experienced grade 4 paralysis with permanent severe motor dysfunction in the right forearm and in the fourth and fifth fingers. An artificial pneumothorax was not created during treatment. The treated tumor was situated 1 cm from the apical pleura.